Event description:
It was reported that a 38-year old white hispanic female patient underwent primary breast augmentation with two 390cc mentor memoryshape breast implants. Post-operatively, the patient experienced left breast capsular contracture, characterized by dimpling, high position, firm, difference in size and can feel the implant through certain spots. In addition, the patient's right breast also had bad burning pain that shot up underneath their armpit, felt the implant protruding from incision line, implant never connect to breast tissue and was significantly lower. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. Lastly, the right breast implant was replaced with a 390cc mentor memoryshape breast implant (catalog: 3341202, lot: 9669665 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).